Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring surgical intervention to prevent permanent impairment or injury. Device issue: guide wire separation. It was reported that the wiggle guide wire was inserted into the om. A balloon catheter was used to predilate the proximal om multiple times. The guide wire tip was curled up in the distal vessel. The distal tip of the wiggle guide wire broke off in the distal om. There was a clear separation of the wiggle guide wire at the solder point of the guide wire core and the distal floppy tip. The patient was taken to surgery and the guide wire tip was successfully removed. The lad and the cx were bypassed. The patient was doing well and was in sicu. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Historical data indicates that fractures of this nature are most likely the result of exposure to excess forces applied during the procedure, as the physician is steering and positioning the guide wire. If the guide wire is prolapsed, curled, or in a very tortuous vessel, the beating heart can intensify the wire fatigue. The IFU sates: "if the guide wire tip prolapse is observed or used for positioning, do not allow the tip to remain in a prolapsed condition, otherwise damage to the guide wire may occur." However, because the guide wire used in this case was not returned, a conclusive root cause cannot be determined.